Manufacturer narrative:
Philips service replaced the bodyguard sensor and calibrated the system, restoring its functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the c-arm rotation slowed due to a dirty bodyguard sensor on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.